Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoirs had to be changed a few times in a day due to air bubbles. Customer's blood glucose was 400 mg/dl as a result. After troubleshooting, customer was advised that reservoirs would be replaced.